Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received information from (B)(6) competent authority which reported the following information: a healthcare provider reported that on an unspecified date a customer/patient received a ¿lo¿ (a reading less than 40 mg/dl) message from her/his adc freestyle libre sensor, for four days which resulted in the customer not injecting sufficient meal time insulin. The customer then performed a capillary test and received a ¿hi¿ (a reading greater than 500 mg/dl), with a ketone result of ¿5¿. The customer/patient subsequently was ¿feeling bad¿ so she/he went to a hospital. At the hospital, customer was diagnosed with dka (diabetic ketoacidosis) and received unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. A valid sensor serial number was not provided. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. The dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and no confirmed complaints were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Abbott diabetes care received information from finland¿s competent authority which reported the following information: a healthcare provider reported that on an unspecified date a customer/patient received a ¿lo¿ (a reading less than 40 mg/dl) message from her/his adc freestyle libre sensor, for four days which resulted in the customer not injecting sufficient meal time insulin. The customer then performed a capillary test and received a ¿hi¿ (a reading greater than 500 mg/dl), with a ketone result of ¿5¿. The customer/patient subsequently was ¿feeling bad¿ so she/he went to a hospital. At the hospital, customer was diagnosed with dka (diabetic ketoacidosis) and received unspecified treatment. There was no report of death or permanent injury associated with this event.